Event description:
A valiant captivia stent graft system was inserted in a patient for the endovascular treatment of a 6.0 cm thoracic aortic aneurysm. It was reported that the physician inserted a valiant captivia device into the patient and the femoral artery tore at the insertion site. The patient became hypotensive and had significant blood loss. The physician removed the delivery system and repaired the artery. It was then decided not to proceed any further. The physician stated that the cause was due to patient anatomy; specifically, a small femoral artery. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.